Event description:
The device involved in this MDR report was explanted and returned more than 2 years after implant because, the device interrogation could not be completed normally. It should be noted that, this device was listed in group no. 2 in the advisory letter issued in october 2005 related to metal migration on the potentially exposed units of symphony / rhapsody pacemakers.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The analysis is pending.